Event description:
It was reported that the cuff failed to inflate prior to insertion. Tube not used on child. Issue identified prior to insertion and another tube sourced. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: d10, h3, h6 - health impact and evaluation codes: updateddevice evaluation: one device was returned for investigation. Visual inspection found no damaged could be detected. Functional testing found the cuff inflated successfully; the complaint was not confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No corrective actions were taken since the complaint was not confirmed.

Manufacturer narrative:
H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.